Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted very large prolapse in the anterior and posterior leaflet, mitral annular calcification (mac), and inflexibility of the annulus. The first clip (91101u141) was successfully deployed, reducing mr. The second clip delivery system (cds 00316u291) was advanced to the mitral valve, and the clip grasped the leaflets fine, reducing mr. However after the clip was closed, a leaflet tear was observed and mr increased to 4+. An attempt was made to treat the tear by re-positioning the clip, but it was difficult to obtain a good grasp. Therefore, the cds was removed with the clip attached. A second attempt was made to treat the tear and further reduce mr. Another cds (00122u255) was advanced to the mitral valve. However, the clip could not grasp the leaflets. The cds was removed with the clip attached. A decision was made to end the procedure as is. The tear was not treated, but the patient is fine. One clip was implanted, and mr is 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure (grasping) appears to be due to challenging patient anatomy. The reported tissue damage appears to be due to procedural circumstances as several attempts were made to grasp leaflets. Additionally, the reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.